Event description:
The customer reported that the device failed to deliver energy.

Manufacturer narrative:
The customer reported that the device failed to deliver energy. The customer localized the issue to be a failed paddle set. Replacing the paddle set resolved the issue.